Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The catheter was eventually pulled out and removed. There was no reported patient injury.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Sample was evaluated and inflation eye met our internal specification. Subsequent investigation shows strong correlation of low rubberize layer in combination with high x-sectional ratio as primary contributor to collapsed lumen failure during usage by user. Potential root cause for this failure mode could be rubberize thickness variation and low latex viscosity. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[precautions] 1. Precautions for use (exercise caution when using the device in the following patients) 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. 3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. Troubleshooting: when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal-difficult case¿ hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal-difficult cases: a. Non-rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon-rupture method with balloon-rupture method, fragments of the ruptured balloon may remain in the bladder. Therefore, try non-rupture method first."

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The catheter was eventually pulled out and removed. There was no reported patient injury.